Manufacturer narrative:
The previously reported outcome attributed to adverse event of "other" no longer applies to this event.

Manufacturer narrative:
Concomitant products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8840, lot# unknown, serial# unknown, product type programmer, physician. (B)(4).

Event description:
Additional information received reported the cause of the event was incorrect programming by the health care provider (hcp). Instead of increasing the dose from 54.61 mcg/day to 65.57 mcg/day it was increased to 65.57 mcg/hour. On (B)(6) 2013 the dose was then decreased to a minimum rate of 24 mcg/day. The patient symptoms were reported as nausea, vomiting, somnolence which progressed to severe lethargy, and intubation for airway protection based on arterial blood gas (abg) results. The patient required hospitalization as a result of the event, and was extubated less than 12 hours after intubation, and was monitored overnight on the hospital. It was noted there was no surgical intervention related to the event.

Event description:
It was reported an overdose occurred. On the day of this report, the patient¿s pump was reprogrammed with a bolus, to simulate a dose increase. This was done so the patient ¿would not have to return to clinic as often.¿ this is the second time doing this, and the first time was successful. The pump was programmed with a bolus ¿stretched out over several hours¿ and then once the bolus was completed, a simple continuous rate was to resume. The bolus was programmed at ¿50ug/hour¿ instead of ¿50ug/day.¿ the patient was intubated in the emergency room. Later that day, the patient was ¿starting to wake up¿. The cap was accessed, but only 1ml of csf was able to be aspirated. The patient had scoliosis so it was opted not to withdraw 30-40 ml csf by lumbar puncture. The pump was reprogrammed to deliver 24ug/day at a simple continuous rate and the patient was continued to be monitored. The pump was used to deliver lioresal.